Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. It was also reported the device was programmed for the left ventricular (lv) lead to adaptive 1.5 times with the polarity of lvring to right ventricular (rv) coil and the lv lead had low impedance with an output of greater than 3 volts, which may have contributed to the reduced battery longevity. The device was explanted and replaced. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5076 implantable pacing lead: (B)(6) 2009. 4194 implantable pacing lead: (B)(6) 2009. (B)(4).